Event description:
Customer stated bed was drifting down slowly.

Manufacturer narrative:
Tech discovered hi/lo brake assembly needed cleaning/degreasing. He cleaned and degreased hi/lo brake assembly, also greased hi/lo drive to resolve. No incident or injury reported.